Event description:
It was reported that when the device was introduced it broke. No patient injury was reported.

Manufacturer narrative:
One 6.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor is cracked in multiple places and is missing a small piece of its threads. Removal of the anchor confirmed the inserter tines are bent and twisted. The condition of the anchor indicates it was subjected to excessive force during insertion. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that when the device was introduced it broke inside the patient. All pieces were removed. No patient injuries were reported.